Manufacturer narrative:
Report source - medical engr. Dept. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per previous discussion with the customer, it is university health network's (uhn) policy not to provide patient information.

Event description:
It was reported that the pc unit alarmed battery discharged while transferring a patient from the operating room to cardiovascular intensive care unit (cvicu). There were 2 pump modules attached to the pc unit at the time of the event, with levophed and intravenous fluids infusing through separate pump modules. It was noted that the device alarmed only briefly for one minute, before the battery discharged. The patient subsequently went into cardiac arrest, was resuscitated, and currently admitted in the intensive care unit (ICU). According to the device assessment conducted by the hospital's medical engineering department, the pc unit was plugged into a power bar on an IV pole prior to patient transport. However, the device log showed that it has not been connected to a power source since 7:41am. The battery discharged event occurred at 12:56pm, with only low battery alarm one-minute prior at 12:55pm. The battery was last replaced in (B)(6) 2019.

Manufacturer narrative:
Additional information added to: d10. The report of a low battery alarm failure was confirmed in the pcu event log. The pcu event log shows a ¿battery discharged¿ event was recorded in the pcu event log at 12:56 pm on (B)(6) 2020 and did not alarm for battery very low (lb2). Two pump modules were in use and infusing at the time of the event, pump module s/n (B)(6) was infusing (drugid 411) at a rate of 14.1ml/hr and pump module s/n (B)(6) was in use and infusing (drugid 1) at a rate of 50ml/hr. The infusions were paused as designed, and then ac power was restored to the system. A review of the pcu error log found no errors during the time of the reported event. Although, the system missed the lb2 alarm, the system (pcu and 2 pump modules) ran for approximately 5 hours and 15 minutes before the battery discharge event. The fast battery conditioning was performed on the customer¿s pcu in its ¿as-received¿ state. The battery capacity at completion was within the acceptable range of 4000 mah ¿ 4500 mah with a result at 4004 mah. The battery capacity resetting process was performed as instructed prior to performing any further battery testing. The post inspection testing was performed with two devices; channel a programmed to infuse at 32.2ml/hr and channel b programmed to infuse at 50ml/hr. When the system was placed on dc power, the displayed battery runtime was at ~5 hours. The pcu met the expected battery run time with a result of approximately 6 hours. The pcu also alarmed through all phases of low battery detection. The battery was a bd approved battery (p/n tc10010669, rev 03) and has a sticker labeled on (B)(6) 2019. The battery date code was 1905 (2019, 5th week) and is just about 1 year old and due for the recommended battery conditioning. The internal inspection was performed after the performance of the battery capacity resetting process. No issues were found that would have been a potential cause for the reported incident. Battery conditioning and testing in accordance with service bulletin 592a resulted in the battery appropriately alarming through all phases of low battery detection while in operation under the same infusion parameters as the incident. The root cause of the reported low battery alarm failure was not definitively identified due to only having a 90-day sample from the battery event log. Based on the log findings that the system ran on battery for greater than 5 hours, and the performed functional testing which indicates that the battery is in good condition, the probable cause of the missed low battery alarm is an overestimation of battery capacity. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 23dec2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 14july2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pc unit alarmed battery discharged while transferring a patient from the operating room to cardiovascular intensive care unit (cvicu). There were 2 pump modules attached to the pc unit at the time of the event, with levophed and intravenous fluids infusing through separate pump modules. It was noted that the device alarmed only briefly for one minute, before the battery discharge event. The patient subsequently went into cardiac arrest, was resuscitated, and currently admitted in the intensive care unit (ICU). According to the device assessment conducted by the hospital's medical engineering department, the pc unit was plugged into a power bar on an IV pole prior to patient transport. However, the device log showed that it has not been connected to a power source since 7:41am. The battery discharged event occurred at 12:56pm, with only low battery alarm one-minute prior at 12:55pm. The battery was last replaced in (B)(6) 2019.